Event description:
Initial (B)(6) 2026): this reportable incident was received via amazon in reference to compound w freeze off. The consumer used compound w freeze off for a wart and "sparks flew" and got into her eye and now she feels that she needs to see an ophthalmologist. This case outcome is unknown. Meddra version 29.0 expectedness: foreign body sensation in eyes: unexpected device malfunction: unexpected. According to the company reference safety information.